Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing came apart at the reservoir/ site, while the patient was walking/ sitting down. Reportedly, the sites got broken and the tubing popped out of the site end. The site location was the patient's right upper buttock and the pump was on the same side. The infusion had been used for the first day. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body.